Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ secondary set tubing separated from the drip chamber. The following information was provided by the initial reporter: "I am submitting another report for IV tubing falling apart at drip chamber." "Metronidazole 500mg spiked and hung. The bag was spiked with secondary set tubing and hung. When rn went to open the line, the tubing disconnected from base of the drip chamber. The line had not yet been started on patient. The bag was replaced, and the tubing and bag was sent to pharmacy."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation at the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model ms3500-15 lot number 22033127 was performed. The search showed that a total of 25,203 units in 1 lot number was built on 03mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Second possible lot number provided is not valid. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ secondary set tubing separated from the drip chamber. The following information was provided by the initial reporter: "I am submitting another report for IV tubing falling apart at drip chamber." "Metronidazole 500mg spiked and hung. The bag was spiked with secondary set tubing and hung. When rn went to open the line, the tubing disconnected from base of the drip chamber. The line had not yet been started on patient. The bag was replaced, and the tubing and bag was sent to pharmacy."